Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) stated there was a flow problem/error in dialysis mode. The patient completed treatment on the machine and after the patient was disconnected, the staff smelled a burning smell. An ic chip on the actuator board was found to be charred. There were no flames, smoke, sparks or melted parts. The machine was removed from service pending delivery of a replacement actuator board. Additional information was being requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) stated there was a flow problem/error in dialysis mode. The patient completed treatment on the machine and after the patient was disconnected, the staff smelled a burning smell. An ic chip on the actuator board was found to be charred. There were no flames, smoke, sparks or melted parts. The machine was removed from service pending delivery of a replacement actuator board. Additional information was being requested.